Event description:
Patient status post acf three (3) level plate and screw implantation, c4-5, c5-6, c6-7, returned to surgeon for three (3) month post op visit. An x-ray taken showed the left superior screw backing out of the plate. Surgeon noted the patient was asymptomatic. The hardware has not been removed. This is one of three reports for this event.

Manufacturer narrative:
Additional information has been requested. Subject device has not been explanted. Synthes is unable to provide the date of manufacture as no product was returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number, a device history record review could not be requested.